Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery, weak battery or failed battery test alarms noted. Battery icon indicator displayed properly battery charge. Unit passed basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Unit received with cracked case at display window corners. Unit received with severely scratched lcd window.

Event description:
It was reported that the customer had high blood glucose levels of 145 mg/dl. It was reported that the batteries on the insulin pump of the customer did not last long. The customer also reported receiving a low battery alarm and a failed battery test alarm from the insulin pump in various instances. Troubleshooting was done. A new battery cap was sent to the customer. The customer received the new battery cap for the insulin pump and installed new batteries on the insulin pump. The customer reported receiving a failed battery test alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.